Event description:
It was reported, during suctioning the catheter was pulled up to the guideline, and the flapper valve was unable to close and [was] dangling. There was no reported injury.

Manufacturer narrative:
Correction: g1. Additional information-investigation completion: d4; h2; h6. The product involved in the report has not been returned for evaluation, additionally no photographic or videographic evidence was provided; therefore the complaint could not be confirmed. However, this is a known failure mode that is currently under investigation. The device history record for lot 30327334 was reviewed and the product was produced according to product specifications. All information reasonably known as of 22 aug 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury. FDA initiatl mw report mw 8030647-2025-00029_ (B)(4) submitted to FDA and 3rd ack received 20mar2025.